Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the brakes are broken on this chair. She states one side is too tight and the other will not hold.